Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that the infusion set tubing had detached while his son was at school. The site location was patient's belly and lower back. The pump was worn on his belt and the other times on his pocket. The infusion had been in use for less than 24 hours and the infusions were stored at room temperature. There was pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.